Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the pump stopped working. The reporter indicated that the patient apparently stopped eating since the pump stopped. There were no reported blood glucose levels. No additional information was provided. This report is made based on the allegation that the pump stopped working.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings:there was no black box data from the time of the event due to continued use of the pump. The current black box data showed evidence of typical patient usage. During testing, the pump powered on and was exercised for 24 hours without power issues, alarms, or other issues occurring.